Event description:
It was reported that a speaker malfunction errorr message was displayed on the mx40 and there was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate there was no speaker sound. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker, and the device was returned to the customer. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malfunction errorr message was displayed on the mx40 and there was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.